Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that in 2021/9/23, the device shutdown unexpectedly during patient registration. Conflicting information if a patient was present or not. Local distributor found that the internal power cord had been loosen, which resulted in the device kept powered by ups. Once the ups drained out, the device shut-down. Additional information was received stating that the issue occurred when the system was on the registration page, the patient was not in the room yet.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H3,h6) no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.